Event description:
It was reported that the pt was pre treated with lupron and a thermal ablation was conducted in 2002. No d&c was performed immediately before ablation since lupron was used. The thermal ablation procedure was conducted without incident. The pt was very pleased with outcome. Approximately one month following, the pt felt pain. The pt thought the pain was associated with cyclical cramping but there was no bleeding. The pain went away between cycles but became increasingly worse each cycle, no bleeding was noted. In early august the pt contacted their doctor, who performed a total abdominal hysterectomy with left oophorectomy 3 months later. The physician identified a hematoma located between the fundus and one of the cornua. She stated that the uterus was completely filled with adhesions.